Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.00/2.0/090 tore during loading. Reportedly, "icl got caught in an injector which caused the lens to rip. Turns out the lot#fck1701 was used. I was just informed that these are on recall." The backup lens was implanted.